Event description:
It was reported that both the atrial and ventricular leads were undersensing. The sensitivity for both leads were adjusted to be more sensitive. It was further reported that the right ventricular lead had poor sensing and no capture. It was also reported that the device caused muscle stimulation. The device was removed and replaced due to elective replacement indicator. The right ventricular lead was capped and replaced, and the right atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal depletion which meets expected longevity was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that both the atrial and ventricular leads were undersensing. The sensitivity for both leads were adjusted to be more sensitive. It was also reported that the device caused muscle stimulation. The device was removed and replaced due to elective replacement indicator. The right ventricular lead was capped and replaced, and the right atrial lead remains in use. No patient complications have been reported as a result of this event.